Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a diagnostic procedure, the videoscope's screen intermittently became completely black; the procedure was completed using a backup device. There were no reports of patient harm.